Event description:
A falsely elevated potassium (k) result was obtained on a patient sample. The result was reported to the physician. The sample was repeated on the same analyzer and a lower result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated potassium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result is sample integrity. Since the na and cl results were not impacted, the integrated multisensor (imt) dilution was made properly and suggests the sample was of poor quality containing platelets that resulted in a falsely elevated potassium result. The instrument is performing within specifications. No further evaluation of the device is required.